Event description:
The lay user / pt contacted lfs in 2009 alleging an error 5 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt's wife on 12/03/2009, and obtained the following info: the reporter mentioned that the issue with the meter began on the day prior to contact at 10 pm. The pt took his nph; however, she does not know how much he took that evening, since it is based on a sliding scale; however, claims he went ahead to took insulin. He did not exhibit any symptoms at that time. Approx 10 hours later, the pt developed symptoms which consisted of feeling nervous and shaky. He attempted to test several times and was unsuccessful. He then went ahead and took his usual dosage of oral medication and ate breakfast and felt better soon after eating. The pt did not seek any further medical attention due to the reported issue. The technique of applying blood on the test strip was correct. This is not the first time the product is being used. The test strips were not opened longer than the exp date. The issue was not resolved over the phone and the meter was replaced. The complaint is being reported since the pt alleged that due to the error 5 message, he was unable to test, took an unspecified amount of insulin and developed symptom suggestive of hypoglycemia and felt better soon after eating.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.